Event description:
It has been reported to philips that geometry could not startup. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the log file remotely. It was identified that geoipc communication was down. After reconnecting cable, ipc board card and reloading the software the system was returned to use in good working order. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry cannot startup and found that the ipc communication was down. The fse reconnected the cable and card and reloaded the software. After reconnection and reloading of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.